Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(4) 2019. The patient¿s wife stated the patient at 4:00pm, the cgm was displaying a reading of 85 mg/dl. The patient started to feel low and based on the low cgm reading, she gave the patient orange juice. It was indicated that a finger stick reading was taken, and the bg meter was reading 54 mg/dl. The patient¿s wife stated the patient was not responding to the orange juice treatment and the patient¿s sugar dropped to about 26 mg/dl per another finger stick reading. She called the paramedics and when they arrived, they provided the patient with glucose. At the time of contact, the patient was recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to the following statement on the initial MDR: the sensor was inserted into the abdomen on (B)(6)2019.

Event description:
The sensor was inserted into the abdomen on (B)(6)2019.